Event description:
Pt undergoing elective quadruple coronary bypass. Two plus hours into surgery pt suddenly and without warning demonstrated signs of hemolysis. As the pt had not received any blood products at this point a blood antibody reaction was ruled out. Four to five units of red cells were administered without sequelae and the surgery was completed without further incident. Post-op, the pt demonstrated signs of renal failure, and on 8/4 arrested 3~and expired.